Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was approximately 2900-3000 pg/ml and was reported outside the laboratory. The hospital questioned the result and the sample was repeated with a result of <10 pg/ml. The sample was also repeated on another analyzer and the result was <10 pg/ml. No adverse event was reported. The estradiol reagent lot number and expiration date were requested, but were not provided. The field service representative checked the sr probe sensor, sr probe position, sr unit tube path and pinch valve tubing. He ran performance testing, function tests and data checks which were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The analyzer was checked and no problem was found. The root cause of the event was assumed to be a pipetting error. The issue appears to be an isolated event as there have been no additional occurences.